Manufacturer narrative:
The insulin pump received with low battery power warring due to c13 voltage leak on interface board. Pump passed displacement test and self test.

Event description:
The customer reported via phone call that the had battery out limit. Customer¿s blood glucose level was 150 mg/dl. Customer reported that they were able to clear the alarm. Customer stated that the pump alarmed after battery change. Customer stated that the alarm did not occur with first battery installation after customer received pump in shipping mode. Customer stated that received multiple battery out limit alarms when batteries are out of the pump for less than one minute. The insulin pump will be returned for analysis.